Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that while performing an expansion of a custom proximal left femur implant, the surgeon backed out the locking screw. The component would not expand until a great amount of force was applied. When the surgeon attempted to tighten the locking screw, the screwdriver stripped. The surgeon then attempted to lock the locking screw eventually using and stripping 4 screwdrivers (first use) which were intended for another case. The screw became partially stripped. After trialing a number of screwdrivers, both stryker and non-stryker, the surgeon was not able to lock the screw. Patient was closed with implant still not locked. Surgical delay reported: 20 minutes.